Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, four electronic photos were provided for review. The investigation is confirmed for a broken catheter, as the photo review found a titanium powerport with a small amount of blue catheter and a larger length of blue catheter with an irregular end. Near this end a small kink or bend could be seen. The powerport depicted had a suture in one of the suture holes. No catheter lock was visible. Although a definitive root cause could not be determined, flexural fatigue, suturing the catheter to underlying tissue, pinch-off, overpressurization, and instrument damage could have potentially caused or contributed to the reported event.

Event description:
It was reported that the port catheter had allegedly separated from the port hub and migrated to the pulmonary artery. It was further reported that the port catheter was surgically removed. The patient status is unknown post removal.

Manufacturer narrative:
Photos were provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2017).

Event description:
It was reported that the port catheter had allegedly separated from the port hub and migrated to the pulmonary artery. It was further reported that the port catheter was surgically removed. The patient status is unknown post removal.